Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received one burst of inappropriate anti-tachycardia pacing (atp) and three inappropriate shocks for what appeared to be supraventricular tachycardia (svt). Furthermore, the complainant indicated that the patient had received inappropriate atp and shock prior to this incident. Technical services discussed reprogramming options. No additional adverse patient effects were reported. This product remains in-service.